Event description:
It was reported that on literature review surgical accidents and postoperative complications of recurrent shoulder dislocation treated by suture button fixation with bone occlusion, 1 patient had an abnormal fixation during a suture button fixation with bone occlusion procedure using an endobutton device. In this case it was a posterior loop plate fixed in the muscle, the knotting and fixation process of the rear loop steel plate was smooth, and the excess tail line was cut off. However, during the exploration, it was found that the fixation was poor. After the fixation device was removed, it was newly fixed, and the rearloop steel plate could not be found and removed in the rear muscle tissue. Re-fixation was given according to the operating flow, and the effect was good after standard rehabilitation treatment. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.